Manufacturer narrative:
A review of the intraoperative event logs for the duration of the procedure found that the system functioned normally and there were no indications relating to this event. Review of the logs for the five subsequent procedures showed the system functioned normally with no related intraoperative events or issues found. The following concomitant products were used during the procedure: 30 degree endoscope plus, monopolar curved scissors, prograsp forceps, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a nephrectomy secondary to a mesenteric thrombosis. How this thrombosis occurred is not reported. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Section b2 patient date of death: the procedure date was (B)(6) 2025. The date the patient was transferred to the ICU is unknown. The estimated date of death is (B)(6) 2025, on post-operative day four.

Event description:
It was reported that the patient underwent an uneventful da vinci-assisted right radical nephrectomy and adrenalectomy procedure. The procedure was completed with no intraoperative complications. At an unspecified time later, the patient was transferred to the intensive care unit due to a worsening clinical condition. A nurse reported that the patient developed a mesenteric thrombosis and died after 4 days. Additional information has been requested and attempts made to speak with the surgeon, however, no response was received.